Event description:
Prostheses / instruments from the dps joints franchise are showing (coming out) soot after the sterilization process and that the boxes also have dark spots on the trayswhich, according to the hospital, represents that the material is contaminated.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prostheses / instruments from the dps joints franchise are showing (coming out) soot after the sterilization process and that the boxes also have dark spots on the trayswhich, according to the hospital, represents that the material is contaminated.

Event description:
Additional information was received stated the following: quantity returned all kits returned to johnson cleaning solution and process. These dirt are identified at the time of opening the material for surgery. We are waiting for your response to forward a solution because the stains on the kits do not wash off. We just advise you to follow the product's IFU. Clarification on what parts were involved since the photos show only the trays with the foreign material. The parts that we reported in the complaint (stems) that show soot and cause these stains.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this device was not returned for examination. Visual analysis of the attached photos can confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.